Event description:
It was reported to philips that the allura device would not boot up and that the system was stuck at 0:00. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the event occurred prior to the start of any patient procedures and the room could not be used. A philips service engineer inspected the system onsite and confirmed that the host pc was faulty and would not boot up. After replacing the host pc and loading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.